Manufacturer narrative:
The device was functionally evaluated by a service technician. The device did not cause the shop use handpiece to run without activation. No failures related to unintentional running were noted. The device was scrapped by the manufacturer.

Event description:
It was reported by the user facility that the device was activating when not in use. The user facility was not able to provide any further information regarding the reported event. There was no patient involvement, no delay, no medical intervention, and no adverse consequences, reported.

Event description:
It was reported by the user facility that the device was activating when not in use. The user facility was not able to provide any further information regarding the reported event. There was no patient involvement, no delay, no medical intervention, and no adverse consequences, reported.